Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma nos, hyperplasia endometrial, paratubal cyst and adhesion. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 30-year-old female patient who had essure (batch no. 911328-not valid ,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day". The patient's concurrent conditions included leiomyoma nos, hyperplasia endometrial, paratubal cyst, adhesion and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 30-year-old female patient who had essure (batch no. 911328-invalid ,901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day". The patient's concurrent conditions included leiomyoma nos, hyperplasia endometrial, paratubal cyst, adhesion and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. The lot number 911328 is invalid lot number:901329. Manufacturing date: 2011-09. Expiration date:2014-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 30-year-old female patient who had essure (batch no. 911328, 901329) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation done on same day". The patient's concurrent conditions included leiomyoma nos, hyperplasia endometrial, paratubal cyst, adhesion and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 9-jun-2020: medical records received new reporter information and lot no was added. Medical history was added. Proceed with follow-up 2. New event added: medical device monitoring error. On 29-jun-2020: medical records received, new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.